Event description:
The patient contacted animas on (B)(6) 2012 and reported that the up arrow and ok keypad buttons were intermittently unresponsive and would stick when pressed. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be lifting near the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required excess force to elicit a response. The ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.